Event description:
Complainant alleged that the clinicians were treating a pt suffering from malnutrition and in the end stages of anorexia. The complainant reported that the pt was severely frail and thin, and was extremely edematous from being pumped with fluids. The pt coded and the clinicians obtained a first mseries device and administered a shock 200 joule shock to the pt, using stat pad multi-function electrodes with the device, but upon the clinicians second attempt to shock the pt at 300 joules, the device displayed a "defib pad short" message. A fresh set of pads were then applied to the pt, but the device still displayed a "defib pad short" when defibrillation was attempted. The clinicians then obtained this mseries device and applied another fresh set of stat pads multi-function electrodes (part number 89004000, lot number 5210), but after the delivery of the three shocks from this device, this unit also displayed a "defib pad short" message. The nurse then used paddles to shock the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction, as the pt's prognosis was poor and they do not feel that the device malfunction contributed to the pt outcome. The used electrodes have not been returned to zoll for eval as they were inadvertently discarded subsequent to the event.